Event description:
It was reported that there was t-wave oversensing during a sensing test. The lead is still in use. It was later reported that the t-wave oversensing caused an inappropriate shock. No further patient complications have been reported as a result of this event.

Event description:
It was reported that there was t-wave oversensing during a sensing test. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.